Manufacturer narrative:
Follow up medwatch report is being submitted to include: other serious (important medical events).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the patient was mynxed, the patient had a reaction. The patient's leg was red and the patient's chest was splotchy etc. The patient's blood pressure dropped and the patient was "not doing well". The patient could not breath. A hematoma size unknown was noted. The peg (sealant) was removed surgically from the patient and the patient's condition improved. The patient was given benadryl, solu-medrol, epinephrine and the patient responded "well". The patient was kept in the hospital and discharged on (B)(6) 2013. No further information is available.